Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 4 unit bolus. Customer declined to upload pump data for tandem technical support (cts) to review. Cts advised the customer to contact a healthcare provider if needed for medical advice. Customer acknowledged. Customer did not report blood glucose level. Upon follow up, customer reported the issue had been resolved. Customer declined to provide further information and cts¿s assistance.